Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with two reloads an ecr60b partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. An erc60g cartridge (batch (B)(4)) was received unfired and with the pan detached from the cartridge. One possible cause for the pan dislodge could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, according to the surgeon, sometimes the device neither did not activate nor knife only move about one centimeter then did not work. Therefore, the green and blue reloads did not properly staple. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.